Manufacturer narrative:
Product ID 3889-28, lot# v422402, implanted: (B)(6) 2010, explanted: (B)(6) 2020. Product type lead review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for the cause of the lead revision that took place on (B)(6) 2020 the patient did not provide a cause, they stated instead and without explanation or context: ¿improved signal to new communicator and programmer.¿ additional information was received from the manufacturer representative (rep) and the health care physician (hcp) on (B)(6) 2020. In response to the inquiry for clarification of the patient¿s report of there being a possible lead revision during their replacement procedure on (B)(6) 2020 and if there was a lead revision, the rep replied that both the lead and the battery were replaced. The rep continued to elaborate that the lead had been retested and it was decided to replace as well at the time of the battery replacement to optimize lead placement. In response to the inquiry for clarification and cause on the report of the power on reset and the low battery and if the power on reset had been due to normal battery depletion and if not had the power on reset been due to emi exposure, the rep replied that the battery had been completely dead and at end of service. The rep reported that the devices had not been returned as the surgical center where the procedure was performed at had discarded of both the battery and lead as the replacement had been due to normal battery depletion. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are : product ID 3889-28, lot# v422402, implanted: (B)(6) 2010, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and patient stated that a new battery would be replaced on (B)(6) 2020 and that they might even be a possible lead revision. As for the cause, the patient stated that the device was almost dead and the mdt rep got just a little ping" of the device. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s family member that a por (power on reset). Caller states the patient had head MRI, cataract surgery, and knee surgery. Caller was advised to take the patient to follow up with their doctor. No symptoms were reported, and no further complications were reported or are anticipated.